Event description:
Patient was revised to address loosening of the femoral component.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the manufacturing lot. The investigation could not verify or draw any conclusions about the reported device loosening based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be rec'd, the complaint will be reopened. Depuy considers the investigation closed.